Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 500 mg/dl. The customer stated they have treated for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.